Manufacturer narrative:
(B)(4). The customer reported a failure to acquire ECG lead v1. There was no negative pt impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to acquire ECG lead v1. There was not negative pt impact.